Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues. Helix extended after 30-40 turns. When tested, pacing impedance was over 3000 ohms. Lead was removed and reinserted with the same result. The lead was removed prior to pocket closure. Another lead was used to complete the procedure. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory detailed analysis confirmed that the inner conductor coil had a break near the terminal pin.